Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was in the emergency room (ER) at the time of the report. It was reported that the patient fell backwards off a stool and hit their sacroiliac area which is not directly on the ins on (B)(6) 2017. The patient indicated that they felt that their stimulation was on maximum and they had to arch their back a certain way to calm it. The patient reported uncomfortable stimulation/overstimulation. Currently, the patient was able to control their stimulation with their remote, but the while they were in the ER they were complaining of pain from their neuropathy. It was noted that the stimulation was working as expected now. The hcp was calling to request a manufacture representative (rep) to check the device. It was reviewed that a rep could check impedances but imaging may also be needed. The hcp stated that they would do that first and call back if the needed a rep. It was noted that impedance measurements had not been taken. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.